Event description:
During the first use of the closed suction system, the catheter came away from the catheter cone adapter and the secretion overflowed in the sleeve. No addition input was provided as to the events prior to or after the incident. There was no report of patient injury nor an adverse event. Hallard medical has no first hand knowledge of the allegations.